Event description:
This was a revision growing rod procedure. The patient had existing expedium 4.5 ti in place. There were screws previously placed at t2 bilaterally, t3 bilaterally, and sublaminar wires in the thoracic spine. In the lumbar spine, the patient had screws bilaterally from l2-l5. Additionally, dr. (B)(6) used the expedium 4.5 ti 4.5/4.5 open closed connectors bilaterally to achieve his growing adjustments. The purpose of the procedure on (B)(6) 2015 was to remove the existing rods and implant the magec rods from ellipse medical. For this revision, dr. (B)(6) chose to leave the proximal rod in place due to sublaminar wires and screw purchase in the thoracic spine. The distal rods were replaced with magec and he used the open / closed connectors to attach the construct together. The reason for filing this complaint is that when dr. (B)(6) inserted the 4.5 single innie locking cap into the open end of the connectors, the locking cap cross threaded and ¿splayed¿ the heads of the connector. This same occurrence happened 3 different times each using a new connector and new locking cap.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Three (3) expedium 4.5 ti single inner set screws [product code: 1861-00-001, lot numbers: rl204002rl202295 and unknown] were returned to the complaints handling unit (chu) for evaluation. Visual inspection has confirmed the reported complaint. Sections of the inner set screw threads were torn off or missing from the screw body. These set screws were viewed under a microscope. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the single innie setscrew threads becoming torn and peeled off from the set screw body cannot be positively determined. However, a probable root cause may be due to cross-threading of the set screws when they were being threaded inside the connector body. This may have resulted in the threads peeling off from the set screw body when torsional force was applied as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.